Manufacturer narrative:
Correction b3: the event occurred on an unspecified date in (B)(6) 2021 (omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred after treatment of peritoneal dialysis therapy. The leak was further described as ¿the patient realized in the morning, that the ground was wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.